Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the surgeon could not break the cdh33 washer. The surgeon excised the tissue and anastomosed by hand sewing. The device was discarded.